Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead, (B)(6) 2013; 5086mri45 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that there was intermittent t-wave oversensing post pace on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.